Event description:
It was reported that a patient underwent a surgical procedure on an unknown date and suture was used. One month following the surgery, the patient experienced rash and hyperemia. The patient was treated with an antihistamine and steroids. The patient was followed for one month to dress the wound. The surgeon opines that the patient had an allergic reaction to triclosan. The hyperemia is still ongoing.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4): a mastoprothesis operation was performed on (B)(4) 2011. Small papules and then detachments were formed and the vertical scar line began to open during the second post-operative week. Epithelization was obtained after medical dressing was applied for ten days. The patient did not experience problems other than slight inflammatory findings. (B)(4).